Manufacturer narrative:
Corrected data: b.3.

Event description:
Patient further reported "range of symptoms -, inability to use left arm properly, back issues, choking sensation, breathing difficulties, chest pain, constant fatigue, cognitive impairment including brain fog and memory issues which are not related ot the device. Additionally patient reported pain, depression and anxiety", silicone leakage to armpit lymph nodes (shown in ultrasound), swollen and painful lymph nodes, swelling in body, tingling and numbness in arms. Left side. Device has been explanted.

Manufacturer narrative:
The event of "silicone leakage to armpit lymph nodes" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient further reported "range of symptoms -, inability to use left arm properly, back issues, choking sensation, breathing difficulties, chest pain, constant fatigue, cognitive impairment including brain fog and memory issues which are not related ot the device. Additionally patient reported pain, depression and anxiety", silicone leakage to armpit lymph nodes (shown in ultrasound), swollen and painful lymph nodes, swelling in body, tingling and numbness in arms. Left side. Device has been explanted.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and anxiety.

Event description:
Patient reported left side "fears the implant has ruptured", "anxiety and feeling ill", "pain down my left side among other symptoms which match those of alcl", "can't lift my arm properly", "lumps under my arm pit, back and neck", "swelling down my arm". Patient also reported "hurting all over and so tired I can't think straight"; these events are not device related. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "fears the implant has ruptured", "anxiety and feeling ill", "pain down my left side among other symptoms which match those of alcl", "can't lift my arm properly", "lumps under my arm pit, back and neck", "swelling down my arm". Patient also reported "hurting all over and so tired I can't think straight"; these events are not device related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.5a, a.6., b.3.

Event description:
Patient reported left side "fears the implant has ruptured", "anxiety and feeling ill", "pain down my left side among other symptoms which match those of alcl", "can't lift my arm properly", "lumps under my arm pit, back and neck", "swelling down my arm". Patient also reported "hurting all over and so tired I can't think straight"; these events are not device related. Device remains implanted.